Manufacturer narrative:
No button error alarm noted during testing. Insulin pump had unresponsive esc and act buttons due to unlocked j2/liquid-crystal display keypad connector. Unable to perform operating currents, self-test, unexpected restart test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error, no delivery, failed batt test, low battery, e/a alarms or rewind anomaly due to unresponsive button. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons, unexplained no delivery alarms, sometimes had to rewind more than once per reservoir change, motor error alarm and buttons error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.